Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the esc button due to moisture damage on keypad traces noted. Missing address/serial number label noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.